Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, functionally tested, and leak tested. Visual inspection revealed that the pump tubing was worn down to the filament. No leaks were identified. The pump did not meet activation test requirements. The cylinder was visually inspected and leak tested. The outer tube had a hole at the proximal end from input tube wear, and the inner and fabric tubes also had a hole in the proximal end consistent with sharp instrument damage. Leaks were observed at the proximal end of the cylinder due to sharp instrument damage. Based on the information available and analysis results, the reported clinical observation of device - mechanical issue could not be confirmed; however, the pump not passing the functional test could affect product performance.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that the cylinder had a hole, so both cylinders and a pump were explanted and replaced. No patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that the cylinder had a hole, so both cylinders and a pump were explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4).